Event description:
It was reported that one month post implant, the capture thresholds had increased. Chest x-ray revealed no change in lead position. The patient will be checked again at next follow-up visit.

Event description:
New information received notes that the patient expired. There is no known allegation from a health professional that the death was related to the device. The caused of death was unknown. No further information is available at this time.